Event description:
A pmta applicator was placed into the target tissue. First treatment was at 180w for 3 minutes followed by a track ablation at 100w for 20 seconds. The applicator was repositioned. Second treatment was at 180w for 3 minutes followed by a track ablation at 100w for 20 seconds. The applicator was then repositioned again and the third treatment was set at 180w for 3 minutes. High reflected power alarm occurred almost immediately. Retried at lower power and again alarmed with high reflected power almost immediately. On removal of the applicator from the patient, it was noted that the majority of the ceramic tip had become detached.